Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized and was treated with vancomycin (intraperitoneal) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient outcome was unknown. The reporter declined to provide additional information.